Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that the order in pyxis was configured to allow removal of only two doses, they were able to remove a third dose from the pyxis device, even though the order was only set for two doses and requested to investigate why the third dose could be removed despite the order limitation. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that requesting assistance to investigate third dose removal beyond order limit. The technical support specialist tried to check the order using the received message table, but no results were found. However, the information provided was insufficient, and I needed the patient's mrn and visit number to properly investigate the issue. The technical support specialist requested information from the customer, but no information was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user mentioned that the order in pyxis was configured to allow removal of only two doses, they were able to remove a third dose from the pyxis device, even though the order was only set for two doses and requested to investigate why the third dose could be removed despite the order limitation. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.